Event description:
During pt treatment with the model 3100a, the hosp's power system was being "tested" by facilities mgmt and caused the 3100a to stop running. When power was re-applied, the 3100a oscillating piston could not be centered. The pt was placed on another 3100a without compromise.